Event description:
Boston scientific crm received information in (B)(6) 2010 that boston scientific's medical records department received a call from this patient. The patient reported that the implanted device and lead system were explanted, due to infection in (B)(6) 2010.

Manufacturer narrative:
There were no adverse events reported.